Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. However, it was presumed that image sensor was damaged during user handling, causing the suggested event. As for the cause of damage of the image sensor unit, irregular stress may have been applied to bending section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the image was temporarily lost and became black, due to damage on charged coupled device unit, the image disappears during angulation in up/down directions. There were no reports of patient involvement.